Event description:
It has been reported to philips that the allura system lower right monitor of the x-ray room does not pick up the signal through the converter. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of the system is unknown when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and the customer confirmed that the reported issue was no longer occurring and there was no problem with the system. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.